Manufacturer narrative:
The reported event of loss of capture was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented four days post-implant with loss of capture exhibited by the left ventricular lead. The lead was explanted and replaced with an epicardial lead. The patient was stable.